Event description:
The reporter stated that the surgeon attempted to implant an intraocular lens. However, the foam tip plunger of the indigo-p injector had bent causing damage to the lens. There was no patient contact or injury.